Event description:
The following information was provided: as per pss implant request: valgus post knee replacement. I wish to correct this with a custom poly.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated confirmation of event: I can confirm that the patient underwent a right triathlon total knee arthroplasty since I was able to see x-rays with the implant in place. Unfortunately, I cannot confirm a valgus deformity on any of these x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Assuming the surgeon found a postoperative valgus deformity then the cause of the event would be iatrogenic in the way that the implant was placed and positioned. As I mentioned above unfortunately, I do not see a significant deformity, valgus or otherwise, so I am not sure what the surgeon wants to correct with a custom polyethylene insert. In my view, if a valgus deformity was found, I would prefer to identify the root cause of that deformity and correct that rather than with a custom poly.¿ product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated confirmation of event: I can confirm that the patient underwent a right triathlon total knee arthroplasty since I was able to see x-rays with the implant in place. Unfortunately, I cannot confirm a valgus deformity on any of these x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Assuming the surgeon found a postoperative valgus deformity then the cause of the event would be iatrogenic in the way that the implant was placed and positioned. As I mentioned above unfortunately, I do not see a significant deformity, valgus or otherwise, so I am not sure what the surgeon wants to correct with a custom polyethylene insert. In my view, if a valgus deformity was found, I would prefer to identify the root cause of that deformity and correct that rather than with a custom poly.¿ if further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.